Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. The surgeon reported the eps03 probe plus electrode became inadvertantly exposed and incised in the liver. The right angle electrode was reported as uncovered and accidently caught the liver during manipulation of the device. The pt's liver bled quite a bit and the surgeon spent time obtaining hemostasis. The pt did not require transfusion. There was no consequence to pt.